Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, at 9:30 pm the bg was 73 mg/dl and the cgm was 190 mg/dl. At 11:40 pm the bg was 221 mg/dl and the cgm was 115 mg/dl. At 1:15 am the patient started convulsing and screaming and his eyes rolled back. The bg was 62 mg/dl and the cgm was 143 mg/dl. The patient¿s mother gave him a glucagon injection in the thigh and his older brother called for an ambulance which arrived at 1:45 am. By the time the ambulance arrived the patient had stopped screaming but continued to have convulsions and loss of consciousness. In the ambulance, his bg level was measured at 101 mg/dl. The patient was taken to the hospital to be examined by a doctor. No further action was taken at the hospital other than a coronavirus test. The next day at 12:00 am, the patient was discharged at the request of his mother; at that time his bg was 162 mg/dl and he was feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. No additional patient or event information is available.